Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00306, 0001825034 - 2023 - 00307.

Event description:
It was reported that a patient underwent 2 previous left hip revisions within 5 years post implantation. Subsequently, that patient underwent a fifth revision approximately 9 years later due to unknown reasons. The head, liner and locking ring removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receiving additional information it was found that this device did not contribute to the event. This device is not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receiving additional information it was found that this device did not contribute to the event. This device is not reportable. The initial report was forwarded in error and should be voided.